Event description:
Pt underwent an anterior cervical disc fusion on 4-14-98. Pt presented to surgeon's office complaining of reaction to titanium metals (in plates) with headaches and neck swelling. Pt desired removal of plates.